Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was received. There were no non-conformances in the DHR related to the reported event. The company service representative examined and found the drive manifold k6 vent solenoid was failing. Proceeded to replace the manifold ((B)(4)). Performed functional and safety tests. Pump was returned to the customer. A replace assembly is being requested to be returned to the mfg facility in (B)(6), for eval. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that prior to use on a pt, the iabp power switch had been turned on, an electrical test fails code # 58 was generated (power up vent test failure). The iabp was replaced with their back-up and therapy was completed. No pt injury was reported.